Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it remains in the patient. It was reported that a screw is backing out of a 2 level resonate plate at c5-c7 post-operatively. The date of original surgery was (B)(6) 2023. The issue was discovered (B)(6) 2023 during a patient follow-up clinic appointment which revealed a screw backing out of the plate. The screw was reported to be a ø4.2 x14mm variable angle, self-drilling screw. No determinations can be made as to the cause of the reported issue. The following sections are been updated: b4, e1, h2, h6, h10.

Event description:
It was reported that screws are backing out of a resonate plate post operatively.